Event description:
Procedure: donor nephrectomy. According to the reporter: during the procedure, the device would not grasp and cut the tissue. A new device was opened to complete the procedure. There was oozing. There was not tissue damage or unanticipated tissue loss. Nothing fell into the pt's cavity. Operating room time was not extended by more than 30 minutes. There was no pt harm.

Manufacturer narrative:
(B)(4).